Manufacturer narrative:
Evaluation: expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken and detached. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.

Event description:
Reportedly, the connector is coming out of the home monitor.